Manufacturer narrative:
No service history available. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Upon investigation, it was determined that the power cord used in the incident was not an OEM part. The use of a non-OEM power cord could have contributed to compatibility issues or did not meet the safety and quality standards required for the scd 700 controller. The flexible power cord displayed signs of extensive wear and tear. Repeated bending of the cord can cause the internal insulation to degrade over time. In this case, the insulation breakdown led to exposed wires within the cord, creating the conditions necessary for a short circuit. The short circuit resulted in the cord overheating, which in turn caused the fire and smoke described in the reported incident. A corrective action is not applicable at this time. This complaint will be used for qa tracking and trending purposes.

Event description:
The customer reported that while cleaning the theater, the electrical cord shorted, caught fire, sparked, and smoked. The wall panel alarmed, indicating a hazardous electrical fault. They called spotless to verify. After one minute, the device threw a flame, smoked, and had a loud bang. There was no patient in the theater at the time of the incident. The machine was plugged in, but it was not turned on.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.